Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thus software. Unit passed the self test and displacement test. Pump was monitored for two hours and no frozen screen occurred. No pump error 53 alarms noted during testing. However, error 53(line number (B)(4) file number (B)(4)) alarms confirmed in the pump history files on (B)(6) 2024 at 03:21:14.000. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 j7 / pcba 2 j1 connector / force sensor]. Swapped out case and successfully downloaded history files and traces. Stuck button alarm (was) found in the [history files] on (B)(6) 2024 at 19:34:55.000. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, keypad overlay peeling, stained keypad overlay, cracked case battery tube side, cracked case, and cracked belt clip rails. Frozen screen was not observed during testing. Frozen screen not confirmed. Alleged pump error 53(line number (B)(4) file number (B)(4)) alarms confirmed in the pump history files triggered by multiple stuck key alarms as per the r&d log. Stuck key alarm was confirmed in the pump history and detail trace files due to severe moisture damage on the [keypad flex connector / pcba 1 j7 / pcba 2 j1 connector]. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected), keypad/button unresponsive/button error, frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.